Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6485 synergy cw4 arthroscopy pump serial number: (B)(6) was received for investigation. Visual evaluation noted small chips on the corner of the device. The most likely cause for this failure can be attributed to misuse/mishandling due to the damage to the device. The returned ar-6485 synergy cw4 arthroscopy pump was assembled with an ar-6410 lot number: 73988853 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 73 minutes with no issues. The returned pump was noted to function as intended for the entire duration. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. Refer to investigation photos.

Event description:
On 13-feb-2023, it was reported by a sales rep via email that an ar-6485, synergy cw4 arthroscopy pumpsynergy cw4 arthroscopy pump changed from running to stopped and needed to be re-started. This was discovered during use and a case was involved. To complete the procedure, an existing pump was used.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear - manufacture date 2017.